Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic sleeve gastrectomy while firing on the antrum, the stapler produce open staple and the staple line was incomplete distally. To fix the issue, a new reload was used by the surgeon to complete the case. There was no patient injury.